Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was changing the reservoir and the outer edge of the reservoir compartment chipped off and the reservoir broke and the o ring part got stuck inside the insulin pump. Blood glucose value was around 150 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan; customer stated she had already disconnected from the insulin pump. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube, missing reservoir tube o ring, also has cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads and minor scratched lcd window.